Event description:
Procedure: urological. According to the reporter: the pt's attorney has alleged a deficiency against the device. The product was used for therapeutic treatment. Additional info from importer report: the pt's attorney has alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR numbers: 1018233-2012-01964 and 1018233-2012-01963.

Manufacturer narrative:
(B)(4).